Event description:
During the index procedure one endeavor sprint rx drug-eluting stent was implanted at the proximal left anterior descending. Pt was asymptomatic at 30 day and 6 month follow ups. Approx 10 months following the index procedure a stroke is reported to have occurred. The event was confirmed by a neurologist, the event is described as dropout phenomena half left body in the context of functional impairment. The pt was taking asa and clopidogrel 24 hrs before the event. Pt was asymptomatic at 1 yr and 1.5 yr follow ups.

Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).